Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system explant as a result of infection. No other adverse patient effects were reported as a result of this clinical observation.